Event description:
The user facility reported that the involved 6fr angio-seal device locator was inserted into artery, followed by inserting the angio-seal into the sheath per instructions for use (IFU). The doctor found resistance when the device was inserted. For safety purpose, the doctor switched to manual compression. The case was done. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. Additional information was received on 21december2021: the procedure performed was a percutaneous coronary intervention (pci) using a 6fr sheath. A pre-deployment angiogram was performed. It was confirmed that the resistance was felt during inserting the device into the patient.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section g1 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. An action item was opened and a notification has been sent to the new product development (npd) quality team.